Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the iab tip pressure was not displayed. Blood was unable to be aspirated. The iab was replaced to continue therapy. The reported iab was discarded. There was no reported injury to the patient.